Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of an infection, and a revision was planned. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information noted that a revision procedure took place. The left ventricular lead was removed manually while the right ventricular and right atrial leads were explanted with a laser. No additional adverse patient effects were reported.